Event description:
It was reported that cartridge alarms occurred during both the load sequence and insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 281 mg/dl.